Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported that diagnostic revealed high impedance. Surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead addressing the issue. During the surgery it was noted that the lead had fractured. Reportedly, therapy was confirmed post operatively and patient is doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.